Event description:
Additional information received: clinical adverse event received for device breakage (screw breakage and screw backout) device related: causal relationship procedure related: not related.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument manufacturing date: 08-mar-2023 expiration date: 31-jan-2028 part number: 04.233.040s, rfn/10mm/400mm std bend/pe inlay/sterile lot number: 4801p12 (sterile) lot quantity: (B)(4). Component part(s) reviewed: component parts were not reviewed as the reported complaint condition does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical adverse event received for hardware failure (screw breakage and screw backout). Device related: no information provided procedure related: no information provided date of event: september 19, 2024 date of implant: no information provided date of revision: (B)(6) 2024 device location: left. Treatment/impact: surgical intervention at the fracture site depuy synthes products used: catalog number: 04.233.040s lot number: 4801p12 component type: no information provided description: no information provided.